Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 526 mg/dl. Customer's other blood glucose value was 441 mg/dl and 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had no delivery alarm. Based on customer report customer did not allege insulin pump was under delivering. The customer was treated with manual injection. Customer stated that the in tubing just small bubble was present. The device will not be returned for analysis.